Event description:
Health care professional reports home pt presented to center 6/26/98 with nausea. Home pt was diagnosed with peritonitis, admitted to the hosp for 3 days, and treated with antibiotics. Home pt responded well to treatment. Per health care professional, source of peritonitis is unknown. Health care professional states home pt typically follows and is aware of correct asceptic procedure, but health care professional cannot rule out touch contamination as source of infection. Home pt states he has had an incident or 2 where he had to abruptly disconnect from homechoice set during treatment.